Event description:
Additional information was received for this case. It was reported that the endoleak was caused due to a distal migration of the bifurcated stent graft of 1 or 2mm.

Manufacturer narrative:
Inherent risk of procedure (endoleak), (cause of event is unknown).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 9.0 cm in diameter fusiform abdominal aortic aneurysm approximately one year ago. It was reported that there was infra-renal angulation of 33 degrees. Proximal aorta was 24-30 mm in diameter and 18 mm in length. Distal aorta was 25mm in diameter. Right iliac was 15 mm in diameter while the left iliac was 13 mm in diameter. The right and left iliac arteries were severely tortuous with no stenosis. The proximal neck had 10% mural thrombus/calcification. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. After the procedure the patient required a wound redressing due to post procedural bleeding. No further action was required. One year post index procedure a proximal type 1 endoleak was observed with increasing sac size. To resolve the endoleak, an additional stent graft was placed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).